Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was a power on reset (por) code on the recharger. The patient had not followed up with the physician or rep for 3 years. The rep reported that the patient had continued to use and charge with no difficulty until today; the programming was still therapeutic. The rep reported that they cleared the ins and matched the clinician programmer. The issue was resolved. No further complications were reported.